Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on right colon during an open colectomy, the first firing worked with no issues. The device was reloaded with new reload, and when firing, the device cut but staples did not deploy. As a result, additional 5-6cm of bowel needed to be removed. Another device was used to complete the case.